Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232205288); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) encountered resistance in a phenom 27 microcatheter and inadequate opening, and was frayed. The patient was undergoing surgery for treatment of an unruptured, saccular, wide-neck, posterior communicating (pcom) artery aneurysm with a max diameter of 5 mm and a 6 mm neck diameter. The landing zone arterial diameter was 7 mm distally and 8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 7 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 180. The angiographic result post procedure was reported as the flow-diverting effect was obvious, and there was clear retention of contrast agent. After adequate hydration, the ped2-375-20 was advanced into the microcatheter. During delivery to the distal end, the resistance sud denly increased. The operator withdrew it and then continued to advance the ped2 to the target position. When attempting to deploy the proximal end, it was found that the end could not fully appose the vessel wall. Under fluoroscopy, the proximal end appeared slightly frayed. The operator attempted to recapture and redeploy it twice, but the issue could not be resolved. The device was then withdrawn from the body, and fraying of the proximal end was confirmed. To ensure the procedure could be completed smoothly, the treatment strategy was subsequently changed. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline did not become stuck. There was no damage to the pushwire. Ancillary devices included ruikangtong model: 766115s04 intermediate catheter, traxcess model: gw1420040 guidewire.